Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted in the patient's aortic position using non-everting mattress sutures with pledgets. In (B)(6) 2018, leakage from the aortic position was confirmed; however, the patient was reported to be asymptomatic. In (B)(6) 2018, the patient was admitted to the hospital due to worsening of cardiac failure and then discharged shortly after. On (B)(6) 2018, re-do avr was performed due to leaflet tear and this 4-year-old valve was explanted and replaced with a 21mm carpentier-edwards perimount magna ease aortic heart valve. The patient was reported stable. Echo and op reports of procedure were not provided by the physician. Patient medical history includes hypertension and diabetes.

Manufacturer narrative:
Event description: updated event description describing tear and valve was damaged during explant. An event of leakage and cardiac failure was reported. The reported tear was confirmed. Gross morphological and histopathological examination found that all three leaflets contained tears. There was basophilic material on the outflow surface consistent with surgical hemostatic material found on leaflet 2. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tears could not be conclusively determined; however, information from the field indicated a smaller, 21mm valve was implanted. Patient medical history included hypertension and diabetes.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted in the patient's aortic position using non-everting mattress sutures with pledgets. In (B)(6) 2018, leakage from the aortic position was confirmed; however, the patient was reported to be asymptomatic. In (B)(6) 2018, the patient was admitted to the hospital due to worsening of cardiac failure and then discharged shortly after. On (B)(6) 2018, re-do avr was performed for this 4-year-old valve due to leaflet tear from the nadir of the left coronary cusp to the stent post. A 21mm carpentier-edwards perimount magna ease aortic heart valve was implanted. The patient was reported stable. Patient medical history include hypertension and diabetes. It was noted that the sewing cuff of this valve got damaged/fractured during the explant procedure. Echo and op reports of the procedure were requested, but not provided by the physician or hospital.